Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. The catheter of the device was carefully inspected and no damages were found. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located over the distal shoulder of the balloon material, thereby confirming the reported event of balloon had a hole. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the manner in which the device was handled and manipulated, and/or the interaction between the device and the scope that could have possible affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an endoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the balloon would not hold pressure due to a hole observed on the balloon. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.